Event description:
Gall bladder surgery - indermil was used. At first postop checkup - everything looked "ok" - surgical sites had scabbing. When scabs fell off, wounds had not healed. Caller complained of drainage. Burning and itching was seen by their md who stated called was "rejecting the device". Caller was taken back to surgery to have the indermil removed and to replace with staples.